Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted he found extensive adhesions from the small bowel to the mesh with the small bowel being completely adherent to the mesh. He performed a small bowel resection of the area where there were severe small bowel adhesions to the mesh. It was reported that the patient experienced severe pain, nausea, discomfort, small bowel obstruction, bowel injury and inflammation. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.